Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the physician believes that the scarring int he vicinity of the access site caused the sheath to not track out of the tissue.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure sometime during (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with angiomax, plavix and asa. A pre-procedure femoral angiogram revealed significant pvd/calcium in the vicinity of the access site. At the beginning of the procedure, the physician had difficulty obtaining access due to scarring in the patient's groin and calcification in the artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the sealant down to the arteriotomy and attempted to withdraw the sheath back to the black handle but, the sheath would not track out of the tissue. Multiple attempts were made and the physician eventually requested the scrub tech to deflate the balloon. According to the scrub tech, a sheath was reintroduced into the artery and the physician deployed a device from another manufacturer (angioseal). Hemostasis was achieved. The patient was hospitalized for an unrelated reason (ami). The patient's discharge date is unknown. The physician reported he believes that the scarring caused the sheath to not track out of the tissue.